Event description:
Healthcare professional reported that a aortic root bioprosthesis implanted in a 5 month old infant--in the pulmonary position--was explanted due to stenosis. At reop the surgeon observed that the explanted root had a significant anount of fibrotic "peel" in the lumen. The valve was replaced with a "homograph" and returned for analysis.

Manufacturer narrative:
H10: this follow-up report is being sent in response to the attached user facility report (hcfa 053303) that was rec'd two weeks after the MFR's report was sent to the FDA. A medwatch form was requested by medtronic from the user facility at the time they were notified of the event. When no medwatch was rec'd from the user facility, info on the mfrs report was completed with info rec'd from the surgeon. H11. A4 on the user facility report is different from a4 on the mfrs report. Medtronic was first notified on the event on 03/13/1997. D1, d2 and d6 on the user facility report are incorrect--the mfrs report included the correct device brand name, type and model for the reported device.